Event description:
Related manufacturer reference numbers: 2017865-2021-35209. It was reported that the patient presented with inappropriate mode switch due to noise over-sensing on the atrial lead and the pacemaker (pm). No intervention was performed. The patient was discharged.

Event description:
It was reported that the patient presented with inappropriate mode switch due to noise over-sensing on the atrial lead. No intervention was performed. The patient was discharged.

Manufacturer narrative:
The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.